Event description:
Implant was placed 2/26/97. Implant was removed. 7/10/97. X-ray indicated that the implant had penetrated a sinus. The oral sinus flatula was closed by a callwell lock operation. One person affected.